Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 146-160 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the malfunction issue was verified. Based on the analysis, the touchscreen issue could not be verified.